Event description:
The customer reported to olympus, the evis exera iii video system center was not reading the olympus 180 series scopes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of not reading the olympus 180 series scopes was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.